Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got calibration not accepted. The customer¿s blood glucose was 50 mg/dl. Customer received a change sensor alert after a calibration not accepted. The product was not returned for analysis.